Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h1. Getinge field safety engineer (fse) was dispatched at site to evaluate the unit. Fse checked machine and replaced the temperature sensor in scroll compressor. Device was due for pm and parts like primary 9v battery alkaline, o-ring were replaced as they were due to be replaced. All functional and safety checks were performed and device returned to use.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced an overheating. There was patient involvement; however, no injury or harm occurred. A getinge field service engineer (fse) inspected the unit and replaced the temperature sensor (d206-00-0734). As the unit was also due for preventive maintenance, the fse replaced the o-ring (d354-00-0208) and battery (d146-00-0146). The unit passed all functional and safety tests in accordance with manufacturer's specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 16 mar 2026. The failure analysis and testing dept. Received part number 0103-00-0499 with a reported unit failure of the unit overheating. The fat performed a visual inspection and found the part to be extremely dirty. Fat will not install and test this part to confirm the failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) was overheating. There was no patient involvement.